Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow-up report upon its return and investigation completion.

Event description:
A customer reported their affiniti 50 ultrasound system displayed a blank screen during a cardiac procedure while using an x7-2t transducer. The procedure was completed successfully after restarting the system. A philips service engineer replaced the transducer to resolve this issue. There was no allegation of altered patient outcome as a result of the issue.

Manufacturer narrative:
After a thorough investigation found, the log review confirmed the x7-2t transducer was producing errors till the transducer was switched. The transducer was not retuned, and it is not expected to be received. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.